Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the total daily dose alarm was emitted when not expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/07/2014 with the following findings:a review of the pump¿s history showed that the last basal and last bolus deliveries were on 10/11/2013. An alarm indicating ¿no delivery-exceeds total daily dosage¿ was observed. The maximum total daily dose was set to 100u. On 10/11/2013 at 18:25 the tdd units = 99.950. The pump was exercised for 24 hours with no unprogrammed boluses. No hypersensitive keys were observed. The pump successfully passed a delivery test with no alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.